Event description:
It was reported that there were telemetry and interrogation issues with the implantable neurostimulator (ins) and the clinician programmer during the implant procedure. The clinician programmer was not reading impedances between electrodes 2 and 3, but it was getting a reading for electrodes 1 and 3. That ins was not implanted. Another ins was opened and the same thing occurred. The surgeon spoke to a colleague who advised that they go ahead with the implant. The patient outcome was unknown. Further information has been requested. If more information is made available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the first implantable neurostimulator (ins) was opened it had been programmed to 1-, 3+. Normally the ins is programmed on 2-,3+ from the factory. The second ins was also programmed to 1-, 3+. They were able to reprogram the ins to the 2-, 3+ electrodes. It was also reported that there were high impedances seen on the main screen. The patient outcome was not reported. No further information was received. Refer to manufacture report #3007566237-2013-00460 for information that has already been reported. All future reporting on this event will be in manufacture report #3007566237-2013-00391.

Manufacturer narrative:
(B)(4).

Event description:
When contacted for follow up information regarding the patient outcome, the manufacturer's representative reported that there were no further problems to report.